Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the device appears to be malfunctioning as the power consumption of the device has been increasing the past year. The current power consumption is more than twice the expected consumption and it is expected to continue to increase. There is sufficient battery capacity to support therapy for the patient at this time. The pacemaker was also reported to have stored two signal artifact monitoring (sam) episodes. From the device data provided, the impedance data during these two sam episodes were normal and in range. The episodes were recorded due to minute ventilation pattern oversensing on the right atrial channel. At this time the pacemaker has been reprogrammed and remains in service. No adverse patient effects were reported. At this time additional information is being gathered to determine whether any surgical intervention will be performed to address these clinical observations involving the pacemaker.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the device appears to be malfunctioning as the power consumption of the device has been increasing the past year. The current power consumption is more than twice the expected consumption and it is expected to continue to increase. There is sufficient battery capacity to support therapy for the patient at this time. The pacemaker was also reported to have stored two signal artifact monitoring (sam) episodes. From the device data provided, the impedance data during these two sam episodes were normal and in range. The episodes were recorded due to minute ventilation pattern oversensing on the right atrial channel. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.